Event description:
Reportable based on device analysis completed on 24nov2025. The target lesion was located in the subclavian artery. An 8.0x20x135 cm express ld stent balloon expandable was selected for use. During the procedure, the stent reached the lesion. However, it could not be deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent moved in a distal direction pulled over the distal markerband.

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the express device was returned to our post market quality assurance laboratory. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. The device was received with the stent moved in a distal direction pulled over the distal markerband. The investigator attached the express ld device to a boston scientific encore inflation unit, and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. The stent fully deployed with no issues. No damage or issues were noted with balloon material or deployed stent. A visual and tactile examination identified multiple shaft kinks. The shaft was also noted to be stretched on different locations along the shaft. A visual examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. This concludes the product analysis.